Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced a nocturnal low glucose event with a sensor reading of 36 mg/dl, did not confirm with a fingerstick, self-administered glucagon, and ingested milk; no medical attention or hospitalization occurred, and the device problem and component were not determined due to insufficient information. Symptoms included hypoglycemia while asleep without reported associated complaints. Outcomes included no health consequences or lasting impact. Investigation included communication and interviews, as well as analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a medical device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.